Event description:
It was reported that insertable cardiac monitor was explanted due to wound dehiscence. No patient consequences were reported.

Manufacturer narrative:
The device was returned. Interrogation results were normal and visual inspection was performed and the results were found to be acceptable. No problem was detected.